Manufacturer narrative:
Additional information: d4 (catalog number, lot number, unique identifier (UDI) #), d10. Corrected data: d1, d2a, d2b.

Manufacturer narrative:
Additional information: h9. H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the hemi head, no other similar complaints have been identified for the sleeve and anthology ho porous. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified for the anthology ho porous. Prior applicable escalation actions for the hemi head and the sleeve were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined: the cobalt level of 4.7 and chromium level of 3.2 ¿g/l are within the well-accepted range for metal-on-metal implants. It cannot be concluded that there was a causal relationship between the collapsed hindfoot, liver fibrosis, and tinnitus and the implants. The elevated metal ions, effusion, metal staining, and trunnion corrosion are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively concluded. The patient impact is determined to be nac treatment and revision. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the conversion from a bhr to a bhr-tha mentioned on b5 was reported under report number: 3005975929-2024-00149. H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a plaintiff's hip was converted from a bhr to a bhr-tha on (B)(6) 2008, they experienced pain and were diagnosed with metallosis since they had an exposure to toxic levels of chromium and cobalt. A revision was conducted on (B)(6) 2024, during which trunnionosis and an adverse tissue reaction to metal debris and corrosion at the neck-stem junction was found. It is unknown which devices were implanted or explanted. It was mentioned the patient will require lifelong medical treatment.

Event description:
It was reported that, after a plaintiff's hip was converted from a bhr to a bhr-tha on (B)(6) 2008, they experienced pain and were diagnosed with metallosis since they had an exposure to toxic levels of chromium and cobalt. A revision was conducted on (B)(6) 2024, during which trunnionosis and an adverse tissue reaction to metal debris and corrosion at the neck-stem junction was found. S&n dual mobility insert and depuy biolox femoral head were implanted. It was mentioned the patient will require lifelong medical treatment. Medical note of (B)(6) 2025 mentioned that the patient is doing well and the iron levels have down trended and nearly normalized.

Manufacturer narrative:
Corrected data: b5. Additional information: b6, b7.

Manufacturer narrative:
As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the hemi head, no other similar complaints have been identified for the sleeve and anthology ho porous. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified for the anthology ho porous. Prior applicable escalation actions for the hemi head and the sleeve were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined: the cobalt level of 4.7 and chromium level of 3.2 ¿g/l are within the well-accepted range for metal-on-metal implants. It cannot be concluded that there was a causal relationship between the collapsed hindfoot, liver fibrosis, and tinnitus and the implants. The elevated metal ions, effusion, metal staining, and trunnion corrosion are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively concluded. The patient impact is determined to be nac treatment and revision. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.